Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil tech verified that the touchscreen failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment of the touch position. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The fse (field service engineer) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.